Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced five infusion set cannula crimped event on (B)(6) 2024 (for four sets) and (B)(6) 2024 (for one set). The event occurred within three hours of insertion. The insertion site was thigh. The patient replaced infusion sets and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 4 of 5.